Event description:
New information received notes physician will assess the atrial lead noise at patient¿s next in-clinic visit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s atrial lead exhibited noise displayed on egms noted on merlin.net transmission via follow-up remote. No further information available.